Event description:
A clinical nurse specialist reported that during cataract surgery with intraocular lens (iol) implantation, when iol was advanced it was noticed that the plunger of the injector had bypassed the lens. The doctor and the nurse tried to reload it but it was a bit stuck on the plunger so they were unsure if the lens had dents or scratches from it. Therefore, they decided to open the back-up lens instead. The nurse thought that the plunger of injector could be bent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction in d.4. Additional information provided in d.9., h.3., h.4., h.6. And h.11. One opened company iii handpiece injector was returned for evaluation for the report of a bent plunger. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be non-conforming, the plunger was bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in july 2016. The manufacturer internal reference number is: (B)(4).